Event description:
Health professional reported a lap-band port "leak." The physician tried to remove existing saline from the device, but there was less fluid removed than what was injected. The patient had gained weight and could not feel any restriction. The port was explanted and replaced. Health professional reported the patient had a previous port displacement. The physician had difficulty accessing the port. At the time of surgery it was noted that the port was "flipped."

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of displacement as follows: "caution: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate.